Event description:
An ethicon endo-surgery endopath articulating linear cutter, model #l92v20, was used on a laparoscopic appendectomy. A white staple reload tr35w, model # n4l198, was loaded onto the stapling system. When the physician engaged the device the stapler broke into pieces. A small piece was displaced under patients skin as it was pulled out of the peritoneal cavity through the trocar. Dr. (B)(6) stated, "when I squeezed handle everything felt fine, when I did the 2nd step is when it broke off. Retrieved all pieces and no harm to patient."